Event description:
Procedure: gastrectomy. According to the reporter: there was a stapling problem at the proximal end of line about 1/3 of the way. Another device was which extended operating time. The procedure was completed with suture. The pt was fitted with a gastric catheter and 2 drains after the operation.